Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Blood glucose was 134 mg/dl. Reportedly, the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Additionally, a different issue was identified.